Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high out-of-range shock lead impedance measurements. A command synchronized shock was delivered and the measurements dropped and then rose and seemed to have plateaued. The plan continues to be monitored. The rv remains in service and no adverse patient effects were reported.